Manufacturer narrative:
Continuation of d10: product ID 8780 lot # serial# (B)(6); implanted: (B)(6) 2025; explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-dec-2026, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for stroke and intractable spasticity. It was reported that the patient was concerned by the fact that they have had three sync 2 pumps since 2009 and they have had 4-5 catheters. It was noted that the patient recently had a catheter installed and it appeared they may need a new one. It was reported they have "loculations". They needed a new catheter to be able to get the medication as needed. The patient was concerned there was a design flaw or process flaw with the catheter installation. The patient was waiting for a call from the doctor¿s office and they just did a dye study and CT scan and found out it was causing loculations. It was reported that the patient¿s spine could not take this many back surgeries. The patient wanted the pump to work properly because it was helpful when it works. It was noted this pump was "getting old." The patient was redirected to their healthcare provider to further address concerns with the catheter.